Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of the other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a female patient who had essure (batch no. 855626) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, disability and intervention required), uterine perforation (seriousness criteria hospitalization, disability and intervention required), perforation (seriousness criteria hospitalization, disability and intervention required), device dislocation (seriousness criteria hospitalization, disability and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions "), autoimmune disorder ("auto-immune reactions "), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss and mood altered outcome was unknown and the anxiety and depression had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the plaintiff was injured severely and permanently, and she will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of the essure device. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of the other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a female patient who had essure (batch no. 855626) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, disability and intervention required), uterine perforation (seriousness criteria hospitalization, disability and intervention required), perforation (seriousness criteria hospitalization, disability and intervention required), device dislocation (seriousness criteria hospitalization, disability and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions "), autoimmune disorder ("auto-immune reactions "), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss and mood altered outcome was unknown and the anxiety and depression had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the plaintiff was injured severely and permanently, and she will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of the essure device. Lot number: 855626. Manufacture date: 2011-04. Expiration date: 2014-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-apr-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("perforation of the other organs"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity") and embedded device ("silver coil embedded within the tissue protruding slightly from the surgical resection margin.") In a female patient who had essure inserted (lot no. 855626). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of augmentation mammoplasty in 2015 and headache, migraine, dyslipidemia, gerd, achilles tendon repair, muscle pain, skin rash, smoker, amenorrhea, parity 3 and multigravida. Previously administered products included: mirena. Past adverse reactions to the above products included: device expulsion with mirena. Concurrent conditions were listed as pelvic discomfort, heavy periods, dyspareunia, dysmenorrhea, nickel allergy and pelvic pain female. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate). On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria hospitalisation, disability and intervention required), uterine perforation (seriousness criteria hospitalisation, disability and intervention required), perforation (seriousness criteria hospitalisation, disability and intervention required), device dislocation (seriousness criteria hospitalisation, disability and intervention required), embedded device (seriousness criterion medically important), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions "), autoimmune disorder ("auto-immune reactions "), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy & diagnostic hysteroscopy and essure removal). Essure was removed on (B)(6) 2015 at the time of the report, the anxiety and depression had not resolved. The outcomes for fallopian tube perforation, uterine perforation, perforation, device dislocation, embedded device, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss and mood altered were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff was injured severely and permanently, and she will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2014: findings: two small coils are seen in the pelvis within the midline one on the right and one on the left. A moderate volume of stool is seen. No other abnormalities are identified. [Hysterosalpingogram] on (B)(6) 2012: the patient has a previous coils placed into each of the fallopian tubes for purposes of tubal blockage. Good visualization of the uterine cavity has been achieved. The position of the tubal coils appear satisfactory. The uterine cavity appears normal. Neither fallopian tube fills with contrast indicating occlusion [pathology test] on (B)(6) 2015: specimen description: bilateral tubes clinical information: patient with nickel allergy and allergy to essure coils and chronic pelvic pain. Diagnosis: segments of fallopian tube: unilateral paratubal cyst. Mural fibrosis adjacent to essure coils. Gross description: bilateral fallopian tubes and essure coils. The specimen consists of two tan and congested fallopian tubes with attached fimbriated ends. The longer measures 10.9 cm and has a maximum diameter of 0.6 cm. Within 1.3 cm of the fimbriated end is a thin-walled fluid-filled paratubal cyst measuring 1.3 cm in diameter. The second fallopian tube with attached fimbriated end measures 7.3 cm long and has a maximum diameter of 0.5 cm and is grossly unremarkable save for the congested surface. The amputated end on both fallopian tubes has an obvious silver coil embedded within the tissue protruding slightly from the surgical resection margin. Upon sectioning of the longer fallopian tube, a lumen is identified and the metallic coil is embedded in the proximal lumen of the tube. The coil in situ measures approximately 2.5 cm long and has an average diameter of 0.2 cm. The shorter fallopian tube has a dusky serosal surface. It is multiply sectioned to reveal a lumen and in the proximal 2.5 cm is a tightly coiled silver portion of wire which is embedded in the tissue of the fallopian tube. [Pregnancy test] on (B)(6) 2015: negative [ultrasound pelvis] on (B)(6) 2014: findings: uterus is anteverted and measures approximately 8.6 cm in length. The myometrium is heterogeneous, but there is no discrete fibroid. The endometrial echo complex is uniform at 8 mm, no detectable endometrial polyp. No detectable endometrial polyp. Both ovaries are normal with small follicles. There is a dominant follicle of the left ovary measuring 19 mm in maximum. No worrisome adnexal mass or free fluid. Lot number:855626; manufacture date:2011-04; expiration date: 2014-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-may-2024: medical record received. New event device embedded added. Lab data including (surgical pathology report) added. Medical history & concomitant conditions were added. Patient information & new reporters were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.